Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the e400:26 error messages could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for preventative maintenance. During device evaluation multiple e400:26 errors pertaining to improper use of saline solution with an electrode were observed. The following findings were also observed during the device evaluation, however are considered non-critical and therefore do not present a potential for harm: some of the output values were out of tolerance and the device detected a 3-way cable was inserted when there were no accessories attached to the device. After re-calibration of the device, the ID board was out of tolerance on two values. Re-calibration was performed again and confirmed to have rectified the ID board issue. The device was also found to have minor damage to the top cover at the rear right-hand and left-hand corners. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The gyrus, pk-sp generator was returned for routine maintenance. During inspection of the device by olympus, multiple e400:26 error messages were observed. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.